Event description:
Same case as MFR #: 2134265-2008-03475 this event is reportable based on the product analysis approved on 07/23/2007. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 95% stenotic lesion was located in the very tortuous and severely calcified mid right coronary artery. The physician advanced a 3.50x28mm and then a 4.00x28mm taxus liberte drug eluting stent to the lesion, but was unable to get either stent to cross. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent and shaft damage.

Manufacturer narrative:
Device evaluation: the device was received in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 18.3cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device through some form of restriction. Visual and microscopic examination of the stent revealed distal stent damage. One of the stent struts was raised. Distal stent damage is consistent with the device meeting some form on restriction during the insertion of the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.